Event description:
New information noted that the implantable cardiac defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). Further information was requested however, was not provided.

Event description:
New information noted that programming changes were performed. There were no patient consequences.

Event description:
It was reported that the patient presented remotely. The patient's implantable cardiac defibrillator (ICD) exhibited non-sustained right-ventricular oversensing (nsrvo) due to post-paced t-wave oversensing (pptwos). There were no interventions and no patient consequences.